Event description:
On (B)(6) 2013, (B)(4) a bracco distributor in (B)(4) received information which was forwarded to bracco on (B)(4) 2013. The report stated: suspected intestinal perforation. (B)(6) woman. No remarkable medical history. The presence of diverticulosis was unclear. Because of a positive fecal occult blood test, the examination was undertaken. CT colonography was performed, taking into account her age of (B)(6). Pretreatment: one day before the examination ((B)(6) 2013), diet for examination was taken and 4 tablets of sennoside 12 mg were administered as laxatives. On (B)(6) 2013, 2 packs of magcorol p were given. The catheter was inserted in the lateral position by a nurse. The insufflator pressure was set at 18 mmhg. Co2 was infused through the device. After a while, the patient complained of a pain. Then the position was changed to the supine position; she could not lie down still because of the pain. The left abdomen was tender and the right abdomen was non-tender on palpation. The pressure rose only to 10 mmhg, and the volume of co2 infused was 2.2 l. Since CT showed a gas image in the right abdomen (the end of the catheter was in contact with the intestinal tract), a surgeon immediately treated the patient. The catheter was removed and blood adhered to its head was noted. The location and size of perforation were unclear. Immediately, infusions including antibiotics were initiated. At the time of this report, the patient was hospitalized in stable condition. Additional information is required. (B)(4).

Manufacturer narrative:
No malfunction of the insufflator device was reported. The pressure rose only to 10 mmhg and the volume of co2 infused was 2.2l. The insufflator device pressure was set at 18 mmhg and does not indicate over-pressure situation. The CT showed a gas image in the right abdomen; the end of the catheter was in contact with the intestinal tract. The catheter was removed and the presence of blood on its head was noted. Immediate intervention by a surgeon and infusion of antibiotics were required and the patient was hospitalized. Bracco has requested return of the protoco2l insufflator and plains to conduct an investigation. Additional information is required. (B)(6) woman with unconfirmed diverticulosis underwent CT colonography due to positive fecal occult blood test. A day pre-procedure, she was given sennoside laxatives and on the test day, magcorol p was given. The catheter was inserted in the lateral position and co2 was infused. During the test was ongoing, she complained of pain and she couldn't lie still in supine decubitus. The pressure had risen only to 10 mmhg although insufflator pressure was set at 18 mmhg; the volume of co2 infused was 2.2 l. On examination, her left side of abdomen was tender. A CT scan showed a gas image in the right abdomen and the end of the catheter was in contact with the intestinal tract. The catheter was removed and blood was noted adhered to catheter head. The location and size of perforation is not provided. A surgeon immediately treated the patient with infusions including antibiotics and she was hospitalized. At the time of this report, the patient was in stable condition in the hospital. Diagnostic colonoscopy has a risk of perforation due to mechanical injury via catheter or due to barotrauma or user error. Additionally, risk of perforation is positively associated with increasing age because of declining colonic wall mechanical strength which is partly due to changes in the collagen structure with age. In this case, site of perforation is not provided but the clinical presentation and the catheter head with blood indicates a possibility of mechanical injury to the intestine due to catheter. Additionally, since the maximum insufflation pressure attained was less than the preset pressure, injury due to barotrauma is less likely. This is an elderly patient and her age and possible diverticulosis are strong confounders in this case with positive fecal occult blood test; hemorrhoid and a growth are other possibilities. Based on the temporal association, causality cannot be excluded. Further information is required. (B)(4).